Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified a dark spot on the bottom, inside surface of the mixing bowl. Evaluation of the spot found it is embedded and does not exceed the acceptable criteria for debris. As the products were determined to be acceptable, review of the device history records and a complaint history review was not performed it was conforming to specifications and should not have been reported; the initial report should be voided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted report source: (B)(6).

Event description:
It was reported when packaging was opened a foreign substance was found on the mixing bowl. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.